Manufacturer narrative:
Correction: concomitant medical products clinical investigation: there is a possible temporal relationship between the patient¿s event of hospitalization and subsequent death with pd therapy on the liberty select cycler as the patient was connected to the cycler when the initial unspecified event occurred. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Based on the limited information, the cause of the hospitalization and death of the patient is unknown. It is unknown if the patient had any comorbidities that could have caused or contributed to the adverse event. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that on (B)(6) 2018 a peritoneal dialysis patient (pd) was hospitalized and subsequently expired. The pdrn could not provide any additional information to regarding patient was hospitalization or cause of death. Additional information regarding the event was solicited; however to date none has been received.